Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered four alerts for high out of range shock impedances on the right ventricular (rv) lead. The device data was reviewed with boston scientific technical services (ts) and it was determined the patient will continue to be monitored. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as coding was updated.